Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was 181 mg/dl. The customer was advised and explained the recurring no delivery may be due to site, set or reservoir issue. The patient has tried different cannula lengths. The patient's insulin is no expired or denatured. The patients does rotate site and avoids scar tissue. Customer stated the tubing is no bent. Customer stated they have tried all remedies and do not want to troubleshoot. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. The insulin pump passed the self test, a21 error test and off no power test. No excessive no delivery alarm noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.